Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, we presume that the image sensor unit had abnormality, which led to the suggested event. As cause of the abnormality, we presume from the finding of chip in a distal end part that the internal image sensor was damaged by applying external stress caused by hitting/dropping the distal end. We'd like the user to handle devices in accordance with IFU. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the bronchovideoscope exhibited damage to the charged coupled device (ccd) and a noisy image. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.